Event description:
(B)(4). It was reported that post coronary stenting treatment procedure, slow flow occurred. In (B)(6) 2010, the subject was diagnosed with unstable angina (braunwald classification: ia). Cardiac catheterization was recommended which revealed a 90% stenosed lesion located in the mid left anterior descending (lad) artery. The lesion was 26 mm long with a reference vessel diameter of 2.25 mm and treated with pre-dilatation and placement of a 2.25 x 28 mm taxus liberte stent. Following post-dilatation residual stenosis was 0%. The subject was discharged on aspirin and prasugrel the following day. In (B)(6) 2012, the subject presented to the emergency room with recurrent chest pain and was diagnosed with angina. The subject was referred for cardiac catheterization and hospitalized. Angiography, performed during the revascularization procedure, revealed 50-70% narrowing proximal to previously placed stents; a 2.25 x 28 mm taxus liberte study stent (placed (B)(6) 2010) and a 3.5 x 12 mm non-bsc stent (placed (B)(6) 2011) with slow flow distally and some late intramural flow. This was reduced to 50% following stent deployment. The 70% stenosis in the mid lad was treated with placement of 2.75 x 8 mm drug eluting promus element stent with 0% residual stenosis. Three days later, the event was considered resolved without residual effects and the subject was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).